Event description:
It was reported that a cogent hemodynamic monitoring system generated a cardiac index (ci) spike up to 9 but the mixed venous oxygen saturation (svo2) and all other numbers of blood pressure/pulmonary artery pressure (bp/pa) were unchanged, then there was a wild swing down. It was reported that the clinician frequently sees the check light intensity baseline alert. There was patient involvement, no human harm, and a delay in therapy. No additional information is available.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, probable cause is unable to be determined.